Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed and reproduced; a review of the log file from lab testing spanned approximately 2 days (04jun20 and 08jun20 per time stamp). All data prior to this is not relevant to this investigation. The backup battery fault alarm activated due to an ebb circuit fault and memory tag fault. The alarm remained active after reseating the battery multiple times. This alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. Backup battery, serial (B)(4), was disassembled to investigate the components on the printed circuit board (pcb). Measuring the traces between the components revealed a shorted d52 diode. The component was replaced and the alarm resolved. The backup battery was able to support power to the controller for at least 5 min. The root cause for the reported backup battery fault alarm is being investigated. The 11v battery was inspected and accepted into the storage location on 08jan2020. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The investigation revealed that there was pcb damage to the battery.